Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the therapy not going into mobile settings was not determined. The rep stated that they met with the patient on (B)(6) 2017, and reset the upright mobile settings in adaptive stimulation, while the patient was upright mobile. To reduce the time it takes the patient to recharge, the rep reduced the number of electrodes being used, while still giving the patient adequate pain relief. It was noted that the patient weighed (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2017 that their therapy is not changing with positions. It was noted that the patient had adaptive stimulation turned on. The patient stated that their device doesn¿t seem to go into the mobile setting. They explained that they were walking at the treadmill for an hour, and the mobile setting didn¿t trigger. The patient noted that they did sync with the implantable neurostimulator (ins) while they were walking, and it stayed on the upright position. The patient mentioned that they are quite happy with the device, but their biggest pain is while they are walking, so they would like the mobile setting to work. They indicated that they are going to call the manufacturing representative who does their programming. No further complications were reported. The patient was implanted for spinal pain. Additional information was received from the consumer on 2017-dec-08 reporting that the same adaptive stimulate n event was occurring and it did not work. It was clarified to mean that the device still would not transition to mobile mode. The patient met with a manufacturer representative for programming and they got it to transition while walking in the office. They checked the device after this meeting by going on the treadmill for 8 minutes and it still did not change to mobile mode. The patient needed to turn it u manually because they could not stand it any longer. It was confirmed that the patient was checking their position while they were mobile walking on the treadmill and not after. It was also reported that they were in lying position on group f but the representative did not program them for lying on their stomach. It showed the patient in the lying position then they were lying down. No further complications were reported. Additional information received pm 2017-12-18. The representative restated the problems regarding mobility not triggering mobile settings while on the treadmill. They reported that while upright it showed the patient as lying front and lying front was not a programmed position. The representative was walked through lowering the mobility rate to increase the sensitivity and also adjusting the upright cone larger and the lying cone smaller. No further complications reported. Additional information was received on 2017-12-21, reporting that the patient was not seeing the ins change from upright to mobile when they are walking. The patient is expecting the ins to transition into mobile quicker and stay in mobile longer after they stop walking. Patient services reviewed to update the mobility rate to the lowest settings, which will allow the device to use a smaller amount of stability time in mobile position and to increase mobile to upright to 5 minutes to allow the patient to have stimulation a little longer before it transitions to upright. The rep is going to try the recommendations when they are with the patient. They stated that the patient¿s symptoms are ongoing, but they are working on fine tuning the adaptive stimulation to fit the needs of the patient. No further complications were reported or anticipated at this time. Additional information was received from the patient on 2018-01-02. It was reported that the patient had a third reprogramming visit. It worked for 1 hour then stopped. The patient was not happy. It takes 4-5 hours to charge and it was not going into mobile. The issue was not resolved. The patient thinks they got a lemon. No further complications were reported.